Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the photo of one device. The event report alleges the product was used in a surgical procedure. The circular seal was cut and there was a piece missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Problem definition: versaone trokar air leak. Physician's opinion: we had to change trocar because of air leak due to tearing of valve. Devices will not be sent for the analysis because they are discarded in the hospital. They are first usage, not reused one. Did aforesaid complaint cause undesired colostomy, official laparotomy, re-surgery etc? : [ x ] no 1. Unexpected tissue loss? [X ] no 2. Unexpected incision expansion more than one cm? [X] no 3. Unexpected loss of blood 500 cc or more? [ x] no 4. Was any delay more than 30 minutes happen due to product problem? [X] no 5. Were any device fragment or component dropped in abdominal cavity of patient? [X] no 6. Were any device parts left in patient? [X ] no

Manufacturer narrative:
Ftr# (B)(4). Patient information not provided. UDI not provided. Phone number: (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device had an air leak. They changed the device because of the air leak due to tearing of the valve.